Event description:
It was reported that the ventilator generated a device alert which rendered the ventilator inoperable during patient ventilation. The patient was removed from the device and placed on an alternate ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). A technical support engineer (tse) troubleshot this issue with the user facility via phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb).